Event description:
It was reported that this right ventricular (rv) lead pace impedance had trends less than 200 ohms. Historically, the pace impedance trends were under 300 ohms and had progressively dropped since 2017. No oversensing was observed on the presenting or stored electrograms (egms). Technical services suggested bringing in the patient, to evaluate. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.